Event description:
It was reported that a 38-year-old asian female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 425, saline breast implant experienced left-sided capsular contracture grade iii/IV post procedure. The surgeon confirmed that the patient is experiencing a left side capsular contracture baker grade iii/IV. As a result, patient underwent an explant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on november 02 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc was found to have a tear on the anterior view, measuring approximately 0.7 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information reported, the patient developed capsular contracture. Device evaluation completed on november 06 , 2022: 2nd product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc was found to have a tear on the anterior view, measuring approximately 0.6 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: two devices with the same lot number received, mentor investigated both implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 2, 2022 indicated that date of event updated from (B)(6) 2019 to (B)(6) 2022. Patient date of birth updated from 38 to 41 years of age.(most accurate age). 5. Baker grade updated from iii to IV. Patient underwent bilateral replacements as follow: r) cat#:3503380/sn#: (B)(6), l) cat#:3503380/ cat#: (B)(6). Reporter information updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per analysis findings, both products received are damaged and it's not possible to identify the reported device, therefore mentor reporting the right side with deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).